Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a 75-year old male patient with dissection type b underwent thoracic endovascular repair on (B)(6) 2020, where zta-p-32-109 (complaint device) was used approximately 5 mm distal of the lcca and zta-p-34-161 was used distally in the mid descending aorta. It was reported that the physician deployed zta devices despite knowing that they are not indicated for the treatment of dissection. The report states the patient suddenly expired following tevar on (B)(6) 2020. No autopsy was performed, but the physician suspected rtad with cardiac tamponade as the cause of the death. A preoperative CT study dated on (B)(6) 2020 was provided and reviewed by an imaging expert. Per the findings of the imaging review the patient had a type b aortic dissection, which began at the origin of the lsa and extended distally to the right eia and left cia with multiple re-entry tears throughout. Moreover, the dissection extended into the sma with thrombosis of the false lumen and scant flow have been seen to the mid segment. The rra arose from the true lumen and the lra from the false lumen. The placement of 2 zta devices in the thoracic aorta could not seal dissection with multiple re-entry tears which extended to the right eia and left cia. The IFU states, that the zta is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta. It also states that the safety and effectiveness of the zta devices have not been evaluated in the patients with dissections. Review of the device history record gave no indication of the device being manufactured out of specification. It has not been possible to establish the exact cause of the reported event based on the provided information and the imaging review. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the late night/early morning of (B)(6) 2020 the physician deployed a zta-p-32-109 approximately 5mm distal of the lcca. He then extended with the zta-p-34-161 to land in the mid descending thoracic aorta. He deployed the grafts knowing that alpha thoracic does not have an indication for dissection. On the late afternoon of (B)(6) 2020 the rep was informed the patient had passed away. Apparently physician saw the patient in the subsequent days after surgery and they were pain free and recovering well. However, the patient passed away suddenly on sunday (B)(6) 2020. When physician informed the rep of their death it was unclear whether an autopsy revealed cardiac tamponade due to retrograde type a aortic dissection or if that was just the suspected reason. The rep have reached out to the physician to try and confirm whether an autopsy was undertaken. Patient outcome: patient passed away.